Event description:
It was reported that (1) al326 was used during a laparoscopy hernia procedure. It was reported by the rep that the al326 clip applier was opened and failed to discharge and fire any clips. A new clip applier was opened and the case was completed without further incidence.